Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04692. It was reported an x-ray had been performed and the pt's lead had migrated. The pt was experiencing stimulation in her pelvic area, and her ribs. In addition, the stimulation to her pain area was ineffective. It was also reported the pt's ipg was not communicating with her programmer or charger. The sjm representative met with the pt, and could not resolve the issue. The x-ray showed all connections to be normal. The pt was working closely with her physician regarding the next course of action.